Event description:
Falsely depressed cholesterol (chol) results were obtained on patient samples. Results were reported to the physician. The results were questioned within the laboratory due to occasional abnormal reaction flags on chol tests. The samples were re-run and higher results were obtained. Corrected results were reported on the patient samples. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed chol results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed cholesterol results is incomplete hydration of the reagent cartridge well. The siemens healthcare diagnostics technical service center representative directed the customer to follow recommended prehydration of the reagent cartridge well. The instrument is performing within specifications. No further evaluation of the device is required.